Manufacturer narrative:
(B)(6). The manufacturing location for this product is vip. This site is not registered with the FDA. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle penetrated through the side wall of the bd¿ one-piece sharps disposal systems. A nurse walking past the collector brushed against it and obtained a needle stick injury as a result of the protrusion. The collector was bracketed on the wall at the time and was not overfull or at capacity. The incident was also reported internally by the hospital using risk management and the clinician affected underwent nsi follow-up testing. There was potential exposure to blood due to nsi coming from unknown source. Medical intervention included nsi follow up blood testing.

Manufacturer narrative:
A photo was received for evaluation. The image noted the area of concern though the needle penetration was not easily visible. Retain samples of the batch noted 17111006 were retrieved and measured in the area marked on the images provided. The wall thickness of the retain containers manufactured at the time showed them to measure well above the minimum thickness. The thickness was measured to be above 2.5mm in the marked area. The report noted that the container was not at capacity and as such under normal use the container should have been able to resist penetration. Investigation conclusion: undetermined. It is not known what force was used or how the needle was disposed of in the container. As the container was noted as being bracketed to the wall it may be worthwhile understanding if it would be possible for the container to be impacted externally forcing the needle to penetrate.